Event description:
It was reported that the patient presented to the hospital via an ambulance transfer following a syncopal episode. Upon interrogation, loss of capture and high, out of range impedance were observed. The lead was capped and replaced on (B)(6), 2017. The procedure was performed successfully. The patient was stable and will continue to be monitored.